Manufacturer narrative:
Manufacturing received a vela main board and a turbine interface pcba. The vela main board and the turbine interface pcba were installed in known good vela unit. The unit was powered on in respiration mode and the event error log was reviewed. Multiple events recorded in log, xdcr faults, alarm circuit occlusion and vent eeprom write error were found. The vela unit was over breathing and over filling lung. Turned vela unit off and disconnected the cable assembly. Turned vela unit back on in respiration mode, checked events and noted vent eeprom vent error. Customer issue was duplicated. The vela main board was scrapped.

Manufacturer narrative:
Corrected data: should not have been selected in the initial medwatch report.

Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported the ventilator gave auto trigger, vent eeprom write failure, and circuit occlusion alarm. No patient involvement.